Event description:
Patient in vfib. Shocked once in AED mode at 200j. Pt. Continued in vfib, ordered shock at 300j, but staff could not deliver further shocks. Event logs show that of 9 AED analysees, 5 resulted in "no shock advised", despite continued vfib. 3 analyses resulted in "shock advised", but had "charge removed" shortely after. Investigation underway to determine cause of charge removal.